Event description:
It was reported post operation they could not get coverage, stimulation was in the wrong location, so the doctor decided to bring her back for a revision the day after implant. It was noted reprogramming was performed. The patient had less than 50% therapy relief. No patient injury was reported. Additional information received reported the doctor removed the anchor and tried to use the percutaneous lead introducer but then decided to remove the lead completely and use the needle to get access to the epidural space. The lead was placed and they had good intra-operative coverage. It was noted there were no issues. The patient had good coverage post-operation and was doing fine.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).